Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps elevator had foreign material. In addition, u/d knob shaved, mouthpiece loose, connecting tube wrinkle, distal end foreign material or stain, adhesive around objective lens wear, distal end shaved, and corrosion around the l-arm were noted. Lastly, dents, cut, discoloration, and scratch were found on multiple device components. All shown defects were caused by normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, forceps with foreign material was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the forceps elevator around was insufficiently reprocessed immediately after procedure. It is also likely the foreign material on the forceps elevator got dry and adhered since the user did not reprocess the device immediately after procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: 3.5 manual cleaning: ¿brushing around the forceps elevator and instrument channel outlet¿ 3.3 precleaning: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.